Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was very loud during platforming and somehow adhere to the guidewire. The burr and wire were pulled out together. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. A visual inspection of the device found that the coil was stretched from the handshake connection to the burr end of the device, and at 26.5cm distal from the proximal end of the handshake connection, the coil was detached. During attempts to remove the wire, the advancer was able to be dismantled at the handshake connection and removed with resistance as the wire was kinked at the proximal end of the wire. The returned wire was frozen due to coil damage present. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the advancer to the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. The sound of air could be heard escaping the device during the stall. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported event indicated that the device made abnormal, loud noise and became stuck with the rotawire was confirmed through product analysis, as the reported stuck on wire as the wire was frozen due to coil damages present as the coil was found to be stretched and detached. It was considered likely that the reported events and the condition of the returned device occurred due to procedural factors which can include device interaction and testing.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was very loud during platforming and somehow adhere to the guidewire. The burr and wire were pulled out together. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was very loud during platforming and somehow adhere to the guidewire. The burr and wire were pulled out together. No patient complications were reported.